Event description:
Reported due pt death. Physician attempted to implant three graftmaster stents in an attempt to seal a perforation in a saphenous vein graft. This report represents the deployment of the second stent which was 3.5 x 26mm. The perforation occurred when a bare metal stent was deployed. The perforation evolved into a dissection. An unk manufacturer's filter wire remained distal to the dissection. The filter wire was removed and the physician successfully deployed three stents but the perforation was not sealed. The pt coded and expired in the cardiac catheterization lab. Although the pt may have been a surgical candidate there was insufficient time and the graftmaster stents were reportedly the only viable option. Although requested, additional info was not provided.